Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 50 samples were received. They came with no packaging flow wrap. They were visually inspected. They have the barrel flange damaged. This would have occurred at the plunger rod labeler machine. Likely there was a jam and the parts were damaged and went unnoticed by personnel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9226759 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this would have occurred at the plunger rod labeler machine. Likely there was a jam and the parts were damaged and went unnoticed by personnel. Rationale: CAPA not required at this time.

Event description:
It was reported that the flanges are broken with a 10 ml bd posiflush¿ normal saline syringe. This occurred on 54 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that the syringe wings are found broken while taken out of packaging.